Manufacturer narrative:
A photo of the explanted liner shows that the liner has a screw through it, indicating the screw method of liner extraction. The manufacturing documentation was reviewed. Primary operative notes stated that the acetabular shell was placed in 45 degrees of abduction and 20 degrees of anteversion, however x-rays have not been received to confirm this. Excellent stability and range of motion were noted with the final implants. The devices were confirmed as compatible. With the information provided, a definitive root cause cannot be stated. The devices were used in treatment.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). Other device used: catalog #00875705801, continuum cluster shell, lot #63103048. This report will be amended when our investigation is complete.

Event description:
It is reported the patient subluxed multiple times post-operatively.